Event description:
It was reported that the customer was hospitalized due to low blood glucose. The customer's blood glucose level was 40 mg/dl. The patient was admitted to (B)(6) medical center on (B)(6) 2014. The patient was not in vehicular accident. The customer stated that cannot troubleshoot the actual low blood glucose with the help line because her insulin pump keep giving her a33 alarm and the drive support cap is sticking out. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
Findings: unit was unable to prime during prime/a33 test and alarmed motor error during basic occlusion test due to protruded/loose drive support disk. No a33 alarm noted. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unit had cracked case at display window corner, cracked reservoir tube, cracked reservoir tube window and moisture damage on lcd. The motor was tested outside of the device and passed.